Event description:
The lead was explanted on (B)(6) 2011, due to infection. The procedure took place at (B)(6). The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).